Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth leakage current testing. The device failed during evaluation, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ¿set switch on¿ section due to ac power switch sticking. Therefore, the earth leakage current test could not be conducted. Test failures that occur during servicing are not contained within the patient¿s event log; therefore, an event history log review was not performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device. The inspection revealed that the ac power switch rocker arm was binding with the plastic bezel when the rocking arm was moved to the one or off position. The ac power switch plastic bezel was scrapped and the device was sent for servicing. A CAPA was referenced to investigate this event.